Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range pace impedance measurements, greater than 2,500 ohms and has been stable for many years. Also exhibited were noise and occasional oversensing. Technical services (ts) discussed troubleshooting and programming options. No pacing inhibition and no adverse patient effects were reported. The lead remains in service.